Manufacturer narrative:
D9: device avail. For eval? Change yes to no, remove received date 02/22/2024 and replace with n/a. H3: manufactuer evaluated device: remove no. H3: select reason for no evaluation: remove device evaluation anticipated, but not yet begun h3: device returned for evaluation: remove yes and replace with no h10: remove: a device was received and is currently awaiting evaluation. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set leaked after the minicap was removed and while the patient line was closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.